Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui. It was reported that the patient underwent incisional hernia repair in 2008. It was reported that the patient underwent removal of mesh on (B)(6) 2010 due to erosion. It was also reported that the patient underwent removal of lesions on (B)(6) 2010. The patient was also treated for small tumor in the small intestine on (B)(6) 2013. It was also reported that the patient underwent removal of mesh on (B)(6) 2013 due to erosion and pain.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion patient experienced vaginitis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.